Event description:
Part of the metal tip broke off.

Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off. Although the fracture surface is grossly burnished, it is consistent with a gross torsional fracture. It was not possible to determine if the initiation was due to overload or fatigue. Torsional loading was applied that exceeded the material strength. There was no evidence of material or manufacturing defects. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.